Event description:
The surgeon noted that the ligasure impact hand activated sealer/divider instrument would not open when released. A second device was used without incident. It is unknown if the second device was the same or different lot number.====================== manufacturer response for stryker ligasure impact hand activated sealer/divider, ligasure impact hand activated sealer divider (per site reporter).====================== none at this time.